Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). The reported device was returned for investigation. Visual evaluation of the as returned product identified a fracture across the screw threads. The reported device was located on an unknown tooth # and was used for an unknown period of time. Pictures or x-ray images were not provided. Device history record (DHR) review and complaint history review could not be performed, as the lot number associated with the reported product is not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the item dating back to 12 months. The complaint history review revealed that there are no existing non-conformance/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Complainant reported that the screw fractured. The product was returned and the reported complaint is confirmed following evaluation. A definitive root cause for this complaint could not be determined. The following sections have been updated: d10: device available for evaluation change no to yes. G4: date received by manufacturer. H3: device evaluated by manufacturer: change no to yes. H6: evaluation codes.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A gold-tite® square uniscrew (item # unisg), was not returned. Since products have not been returned, visual/functional inspection could not be performed. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (item # unisg) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformance/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event (screw fracture) or device (unisg). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: b4: date of this report; g4: date received by manufacturer; g7: type of report, follow-up number; h2: follow up type; h3: device evaluated by manufacturer: change 'no' to 'yes'; h6: evaluation codes; h10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Lot number unknown / not provided.

Event description:
It was reported that the screw fractured inside the abutment.